Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was stuck on low battery. The event caused a surgical delay of 3 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000615, product ID: bi31000172, product ID: bi71000567, h3: a manufacturer representative went to the site to test the equipment. In summary, the issue was found to be due to the power factor correction (pfc) board being faulty. The pfc board was replaced. The medtronic representative (rep) also found a problem with the main power cord. The 0 leg made a s hort. The end of the power cable was replaced. The entire power cable was recommended to be replaced. After part replacement, the servicing was complete and the system performed as intended. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. H6: multiple annex g codes were reported. G02002 corresponds to concomitant product bi71000615 that comprises the reported event. G02005 corresponds to concomitant product bi31000172 that comprises the reported event. G02026 corresponds to concomitant product bi71000567 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event occurred during a cervical spine surgery.